Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high with high ketone levels; cause was not known. Customer delivered a correction bolus via pump to address bg level. The customer was hospitalized and treated with intravenous saline and insulin fluids. Customer declined to provide hospital release date. Reportedly, issue was resolved and customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.